Manufacturer narrative:
The correct model # is ci24re (st); not ci24re (ca) as previously reported. The patient was prescribed oral and topical antibiotics on (B)(6) 2015; not (B)(6) 2016 as previously reported. The device is not available for analysis.

Manufacturer narrative:
This report is filed, april 5, 2016. Device is not available for analysis.

Event description:
Per the clinic, it was reported that the patient developed an infection. On (B)(6) 2016 the patient was prescribed both oral and topical antibiotics. On (B)(6) 2015 the patient was administered a PICC line and started on intra venous antibiotics. On (B)(6) 2015 the patient underwent a procedure for wound debridement due to infection and wound dehiscence. The patient continued on IV antibiotics until (B)(6) 2015. Subsequently the device was explanted on (B)(6) 2015; during the same surgery wound debridement was performed. The device was not made available for analysis.